Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, when testing the device prior to use in a transurethral lithotripsy, the basket of a ncircle delta wire tipless stone extractor would not open. The user felt resistance when sliding the handle between the open and closed positions. The device did not make patient contact. Another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturer instructions, and quality control procedures and a functional test and visual inspection of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation. The device was returned with handle between open and closed position and with basket formation partially closed with 6 mm protruding distal tip of basket sheath. The mlla [male luer lock adapter] was loose, and the collet knob was tight and secure. Polyethylene terephthalate tubing [pett] measured 3 cm in length. The support sheath was noted to be partially severed 2 mm from mlla. A function test determined the handle did not actuate the basket formation. The device handle was disassembled, and the basket formation could not be manually actuated; the coil assembly appeared stuck inside the basket sheath. The basket sheath was noted to be slightly smashed at eye level approximately 2 cm from basket formation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot. Investigation of the additional complaint found the cause of the inability to open and close the basket was not the same as for the subject of this report; the two complaints were thus determined to be non-related. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the device issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to use in a transurethral lithoripsy, the basket of a ncircle delta wire tipless stone extractor would not open. The user felt resistance when sliding the handle between the open and closed positions. The device did not make patient contact. Another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.